Event description:
It was reported that on (B)(6) 2024, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the physician placed non-abbott wire in the ventricle and inserted the delivery system. When the delivery system was entered the ascending aorta, felt stuck on the wire, retracted the system into the descending and tried again. It was difficult to traverse but he was able to push the system forward and deployed the valve at 2mm on non-coronary cusp (ncc) and 2mm at left coronary cusp (lcc) side. The system was stuck on the wire and he could not retract the system over the wire. The physician pulled the system out and the wire and the nosecone got stuck on the valve. The valve migrated -2mm on the non-coronary cusp, the patient had moderate to severe aortic insufficiency (ai). A new non-abbott valve was placed inside the navitor valve and the ai got improved to mild to moderate. The patient was reported stable.

Manufacturer narrative:
An event of device migration during procedure and the patient had aortic insufficiency was reported. Information from field indicated that during deployment it was difficult to traverse the delivery system, but was able to be pushed forward and valve was deployed at 2 mm on ncc and lcc side. Reportedly, the nosecone got stuck on the valve when the system was pulled out, this may have contributed to the migration of valve resulting in reported aortic insufficiency. A new non-abbott valve was placed inside the navitor valve and the aortic insufficiency got improved to mild to moderate. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported device migration is consistent with operational context. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the physician placed non-abbott wire in the ventricle and inserted the delivery system. When the delivery system was entered the ascending aorta, felt stuck on the wire, retracted the system into the descending and tried again. It was difficult to traverse but he was able to push the system forward and deployed the valve at 2mm on each side. The system was stuck on the wire and he could not retract the system over the wire. The physician pulled the system out and the wire and the nosecone got stuck on the valve. The valve migrated -2mm on the non-coronary cusp, the patient had moderate to severe aortic insufficiency (ai). A new non-abbott valve was placed inside the navitor valve and the ai got improved to mild to moderate. The patient was reported stable.